Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the station got power issue. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had power issue due to shorted cable on auxiliary cabinet drawer one chassis. A field service engineer replaced the pyxibus cable in the cabinet connected it to the drawers and zip-tied slack away from any sharp edges to resolve the issue. Fse connected all the peripherals back to the main medstation. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Correction: section d medical device model, unique device identifier (UDI), section g manufacturing location, report source, section h device manufacture date. The report of medstation es aux (station has power issue) was confirmed by fse according to work order (B)(4), the field service engineer (fse) reported that the fault was traced to a shorted cable in the auxiliary cabinet. The pyxibus cable was replaced and secured, peripherals were reconnected, and all components were tested successfully. According to laboratory inspection, thermal damage was found on the cable. Dchu laboratory testing could not be performed due to the thermal damage present in the pyxibus cable. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the customer reported issue involving a station has power issue was determined for thermal damage in the pyxibus cable.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had no power. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. As per part investigation, it was determined that thermal damage in the pyxibus cable. There were no adverse events or injuries reported based on this event.